Event description:
It was reported that panacryl sutures were placed in the pt's knee and 3 to 4 weeks later the suture broke and the wound dehisced. Dr had to re-operate in order to debride wound and re-suture tissue in 99. Panacryl strands were removed from the pt. No further complications were reported.